Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced symptoms similar to pneumonia and felt his legs were abnormally heavy shortly after this implantable cardioverter defibrillator (ICD) was implanted. The patient was prescribed antibiotics to treat the issue. Boston scientific technical services (ts) referred the patient to his physician and discussed the outer case materials present on the ICD and the patient stated he would be checked by medical personnel in the following months. The ICD remains in service. No additional adverse patient effects were reported.